Event description:
It was reported to olympus that the front panel was flashing. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the screw of a filter fell off, causing the front pane lights l to flash. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the screw of the filter (rgb) fell off, causing a turret error and causing the front panel to flash. The filter screws were reinstalled which fixed the front panel flashing problem. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.